Event description:
The device was returned for mechanical hardware failure (vr assembly). Investigation found the resistor motor was not in the zero position. Installed unit in vr coupler alignment tool and set resistor motor and vr coupler to zero position. Verified resistor motor assembly. Performed resistor motor home test, resistor calibration/verification tests, and dsps calibration/verification tests. The device passed all tests. The front housing is damaged due to broken screw mounts. Ground connections are braided wire versus insulated wire. Front housing and ground wires will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "logs have been sent over, no pump stopped during an active infusion nor any patient harm. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.